Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 301 mg/dl with ketones. The customer will use manual insulin injections to manage diabetes. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the occlusion, but has agreed to work with a clinical diabetes specialist to ensure correct pump procedures are being followed.